Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) separated from the hub. The following information was provided by the initial reporter: "the catheter came with the broken silicone."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) separated from the hub. The following information was provided by the initial reporter: "the catheter came with the broken silicone."